Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient developed corneal ectasia in both the eyes, when seen nine years after the last examination. The patient stated that he started experiencing blurry vision two years ago, and it got worse especially in the last year. There was loss of best corrected visual acuity (bcva) reported, 20/30 in the right eye, and 20/20 in the left eye.